Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the proximal right iliac artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 8 x 40 mm supera veritas self expanding stent system (sess) was advanced. The stent was correctly positioned and delivered per the instructions for use. It was thought that the stent was totally deployed which was confirmed by the thumb slide movement, and sound. The system lock was to the right. When an attempt was made to remove the sess, it was observed that the stent was still hooked in the shaft. The stent was finally removed by the physician with the sess, out of the patient. A new supera sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to deploy, difficult to remove could not be confirmed. Based on the reported information and returned device analysis, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.